Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient presented to the hospital after experiencing pectoral stimulation, a chest x-ray revealed twiddler syndrome for all leads. Device interrogation indicated no pacing thresholds for all leads. The leads were explanted and replaced. The patient was discharged and is in good condition.